Manufacturer narrative:
The suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The evaluation at the service center confirmed the occurrence of the reported ¿purple image¿ and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. The service center also found damage to the outer tube and the fiber composite of the optical fibers as well as several scratches at the cover glass of the outer tube. These damages were caused by external force and can thus be attributed to user error. However, they are not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
The video telescope was returned to the olympus repair center in hamburg showing a purple image. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.